Manufacturer narrative:
Initial and final MDR 1924820 - MDR 3003442380-2024-17639 - device 3 of 3.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced 3 infusion set tube leakage site at where the tubing connect event on 16-jun-2024.infusion set has been less than 5 hours. Customer replaced infusion set and resumed insulin successfully. No further information available.